Manufacturer narrative:
Additional information was received from medical records and during a follow up for abdominal pain, the filter was visualized by CT scan and it was in position with ¿no acute amounting noted.¿ approximately 8 months later, another CT scan noted the filter was see in place. The filter was placed because a mass was located near the cervical spine and the patient was on coumadin. In order to perform a biopsy the patient needed to be off anticoagulation and a filter was placed. The patient¿s medical history included hypertension, dyspnea, breast cancer, lung cancer, seizure disorder, deep vein thrombosis (dvt), hypothyroidism, chronic obstructive pulmonary disease (copd), gastroesophageal reflux disease(gerd), neuropathy, depression and gastroparesis. The trapease was deployed at the bifurcation of the iliac vein and the right renal artery. Access was via the right femoral vein. Additional information was received from medical records and during a follow up for abdominal pain, the filter was visualized by CT scan and it was in position with ¿no acute amounting noted.¿ approximately 8 months later, another CT scan noted the filter was see in place. Approximately 3 ½ years after filter placement the patient had pain and leg swelling in both legs. Real time doppler ultrasound showed no evidence of dvt. Approximately 4 years after filter placement a cat scan showed the filter in place. Approximately 5 years later, due to leg pain the patient had a ultrasound which ruled out dvt. The patient had pain and swelling approximately 6 years after filter placement. Ultrasound from the right leg veins was performed form the femoral to the popliteal veins. There was no evidence of dvt in the area tested. The patient also had right hip pain and testing showed mild degeneration of both hips. Oncology follow up showed that the patient had metastatic triple-negative breast cancer with soft tissue cervical mass at the c3, status post palliative involved field radiation therapy. An oncology assessment 7 years later indicated the filter was in place. Additional information received from the patient profile form indicates there was perforation of the filter strut(s) outside the inferior vena cava (ivc). The patient has anxiety due to the filter tilt. (B)(4).

Manufacturer narrative:
Updated incident description: reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilted into the wall of the inferior vena cava (ivc) and is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter was placed because a mass was located near the cervical spine and the patient was on coumadin. In order to perform a biopsy the patient needed to be off anticoagulation and a filter was placed. The patient¿s medical history included hypertension, dyspnea, breast cancer, lung cancer, seizure disorder, deep vein thrombosis (dvt), hypothyroidism, chronic obstructive pulmonary disease (copd), gastroesophageal reflux disease(gerd), neuropathy, depression and gastroparesis. The trapease was deployed at the bifurcation of the iliac vein and the right renal vein. Access was via the right femoral vein. Additional information was received from medical records and during . Approximately one-month post implant the patient had a upper gastro-intestinal (gi) series performed for complaints of epigastric pain, the findings noted a hiatal hernia, reflux esophagitis and a normal small bowel. The filter was visualized by CT scan and it was in position with ¿no acute amounting noted.¿ approximately six months later the patient had a computerized tomography (CT) scan performed for complaints of abdominal pain, at the time the patient was treated as an out patient for diverticulitis, the treatment failed and the patient was admitted to the hospital. Another CT scan was performed two days later to assess for kidney stones due to left flank pain, there were no renal calculi or hydro-nephrosis noted. Approximately seven and a half months post implant the patient had an MRI of the lumbar back performed for complaints of back pain, post-operative changes were noted and no evidence of disc herniation. Approximately one month later the patient had an upper gi series and colonoscopy for complaints of epigastric pain and constipation. The upper gi showed gastritis, reflux esophagitis and a normal small bowel. The colonoscopy showed diverticulosis, and uncomplicated internal hemorrhoids. Approximately three months later a chest x-ray was performed for complaints of dyspnea, no acute cardio-pulmonary process was noted, a CT of the head was also performed that day for complaints of a headache, there was no acute intracranial abnormality noted. Approximately one year later a CT for renal stone protocol was performed for hematuria, no acute process was noted. Approximately four months later a carotid ultrasound was performed for arterial insufficiency and transient ischemic attack, the ultrasound was negative with no significant plaquing or stenosis. Approximately one week later an electroencephalogram (eeg) was performed for complaint of headaches, results indicate a normal waking and drowsing eeg. Approximately one and a half months later a CT of the brain and neck were performed for complaints of headache and severe neck pain, results were negative for any acute process. One hundred ten days later a chest x-ray was performed for complaints or dyspnea and hypertension, no acute cardiopulmonary process was noted. The following day the patient was admitted with a diagnosis of urinary tract infection and an episode of fainting, the discharge diagnosis was uit, acute renal failure and dehydration. Approximately four months later a CT of the brain was performed for complaints of headache, no acute intracranial abnormality was noted. The filter was seen in place. One month later a chest x-ray was performed for chest pain, results noted a stable chest exam. Sixteen days later the patient fell and had left ankle, knee and wrist pain, imaging was performed and showed no fractures of the ankle or knee, but the patient did experience a fracture of the distal left radius and fracture of the ulnar styloid. Approximately eight months later a cervical magnetic resonance scan (MRI) was performed for neck pain, no acute processes were noted. Approximately five months later the patient fell and injured the lower back, head and left forearm, imaging found no acute changes. A CT scan of the brain was also performed at that time for memory loss, chronic senescent and ischemic changes with no acute process was noted. A chest x-ray for shortness of breath was also performed and reported a stable chest. Approximately two months later an ultrasound of the right leg was performed for complaints of swelling and pain, no dvt was identified. This was repeated approximately one and a half months later with the same results. Approximately seven months later and MRI of the brain was performed for weakness and dizziness, chronic small vessel ischemic changes, no acute intracranial process, no evidence of metastasis was noted. An MRI of the back was performed at that time for back pain and mild degenerative changes were noted. Approximately a month later the patient complained of an ear ache, this was determined to be related to the neck mass. On or about three months later the patient was admitted for an allergic reaction to chemotherapy medication and hypotension secondary to dehydration. Approximately four months later an x-ray of the right hip and femur were performed for complaints of pain, only mild degenerative changes were noted. Eighteen days later a u/s of the right leg was performed, for pain and swelling, the test was negative for a dvt. Approximately two months later CT scan was performed for right jaw pain, there was no evidence of fracture noted but an increased density in the right parotid gland may reflect an underlying inflammatory parotid process. Forty-two days later a chest x-ray was performed for complaints of chest pain, no acute process was noted. Seven and a half months later the patient fell while getting out of bed and obtained a peri-ocular laceration and pain to the left arm, an x-ray of the arm noted an unremarkable appearance. Approximately 3 ½ years after filter placement the patient had pain and leg swelling in both legs. Real time doppler ultrasound showed no evidence of dvt. Approximately 4 years after filter placement a cat scan showed the filter in place. Approximately 5 years later, due to leg pain the patient had a ultrasound which ruled out dvt. The patient had pain and swelling approximately 6 years after filter placement. Ultrasound from the right leg veins was performed form the femoral to the popliteal veins. There was no evidence of dvt in the area tested. The patient also had right hip pain and testing showed mild degeneration of both hips. Oncology follow up showed that the patient had metastatic triple-negative breast cancer with soft tissue cervical mass at the c3, status post palliative involved field radiation therapy. An oncology assessment 7 years later indicated the filter was in place. Additional information received from the patient profile form indicates there was perforation of the filter strut(s) outside the inferior vena cava (ivc). The patient has anxiety due to the filter tilt. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilted into the wall of the inferior vena cava (ivc) and is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilted into the wall of the inferior vena cava (ivc) and is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilted into the wall of the inferior vena cava (ivc) and is unable to be removed. The patient is also reported to have anxiety related to the filter. The filter was placed because a mass was located near the cervical spine and the patient was on coumadin. In order to perform a biopsy the patient needed to be off anticoagulation. The patient¿s medical history included hypertension, dyspnea, breast cancer, lung cancer, seizure disorder, deep vein thrombosis (dvt), hypothyroidism, chronic obstructive pulmonary disease (copd), gastroesophageal reflux disease(gerd), neuropathy, depression and gastroparesis. The filter was deployed at the bifurcation of the iliac vein and the right renal vein. Approximately one-month post-implant a computed tomography (CT) scan of the abdomen revealed that the filter was in position with ¿no acute amounting noted.¿ approximately four years post implant an ultrasound of the right leg was performed for complaints of swelling and pain, no dvt was identified. This was repeated approximately one and a half months later with the same results. Approximately 4 years after filter placement a cat scan showed the filter in place. Approximately 5 years later, due to leg pain the patient had an ultrasound which ruled out dvt. The patient had pain and swelling approximately 6 years after filter placement. Ultrasound from the right leg veins was performed form the femoral to the popliteal veins. There was no evidence of dvt in the area tested. An oncology assessment 7 years later indicated the filter was in place. There is currently no additional pertinent information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety, abdominal pain and peripheral swelling do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.